Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they were unable to disconnect the male and female connection of the extension tubing. There is no report of patient harm.

Event description:
The customer reported that they were unable to disconnect the male and female connection of the extension tubing causing the tubing to break.